Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a broken drive support cap from the insulin pump. The customer stated that there is a crack on the case.

Manufacturer narrative:
The insulin pump was received with a detached end cap, cracked reservoir tube lip, minor scratches on the display window, and a scratched reservoir tube window. The drive support disk was inspected and no anomaly was noted. No cracks were noted to the case.